Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the lead right ventricular (rv) lead had high thresholds. The rv electrogarm was u nusual with a prominent t-wave and narrow ventricular complex with poor sensing and pacing. The physician complained of either tissue on the helix on the helix and/or the helix not extending/retracting smoothly. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.